Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer, assisted by a nurse, reported the they had received higher readings on their adc freestyle libre sensor than readings received on the built-in meter. It was further reported that on (B)(6) 2018 at 11:00 customer experienced ¿malaise¿ and lost consciousness for a few seconds¿. The customer¿s sports professor treated the customer orally with ¿sugar, a cereal bar and compote¿. No additional treatment was required. Following treatment, two comparisons were performed with the following results: 187 mg/dl vs sensor: 292 mg/dl at 2:30 pm and meter: 110 mg/dl vs sensor: 190 mg/dl at 4:00 pm. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A customer, assisted by a nurse, reported the they had received higher readings on their adc freestyle libre sensor than readings received on the built-in meter. It was further reported that on (B)(6) 2018 at 11:00 customer experienced ¿malaise¿ and lost consciousness for a few seconds¿. The customer¿s sports professor treated the customer orally with ¿sugar, a cereal bar and compote¿. No additional treatment was required. Following treatment, two comparisons were performed with the following results: 187 mg/dl vs sensor: 292 mg/dl at 2:30 pm and meter: 110 mg/dl vs sensor: 190 mg/dl at 4:00 pm. There was no report of death or permanent injury associated with this event.